Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that while previously the implantable neurostimulator (ins) only needed to be charged every two to three days, recently the ins required daily charging. The patient noticed that the stimulator battery level remained low and displayed a red icon indicating ¿please charge the stimulator immediately.¿ attempts to charge the device resulted in repeated messages stating ¿please try again,¿ and charging could not be completed. The patient attempted to adjust the charging position and turn the recharger over; however, charging occurred only occasionally. It was stated that ¿the device seemed strange.¿ during troubleshooting, it was confirmed that the controller battery was at 100%. The recharger was applied over underwear and charging reached approximately 70% the day prior to report before being discontinued. Further attempts were made to charge the stimulator, including removing and reinserting the battery pack to reset the device, but the device was not detected and charging failures continued. As the issue could not be resolved through call center guidance, the patient was informed that the matter would be escalated to the person in charge in the area. No environmental or external factors contributing to the issue were identified; the problem remained unresolved at the time of the report. No complications were reported or anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the recharger and ac adapter were exchanged, but the situation did not improve. Because only the battery pack could not be found and had not been exchanged, guidance was provided to exchange it and monitor the situation. Additional information was received from a rep. The recharger kit was replaced with a new one, but the remaining charge of the stimulation device had been decreasing quickly. At the beginning of use, charging once every three days had been sufficient but currently charging once a day was required. During that period, the stimulation intensity had hardly been changed.